Manufacturer narrative:
Additional pro codes ¿ mni, mnh, kwp, kwq. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to disengagement of the two (2) unknown screw heads on the top right and one (1) unknown screw head on the top left of the construct from an unknown screw shafts. Initially, the patient was revised to an existing universal spine systems (uss) poly construct (3 level) was prolonged (2 level) to achieve spinal fusion on (B)(6) 2019. During revision, the uss ii polyaxial screw holder broke off. They broke like a spiral fracture on their shaft. The procedure was completed successfully with a 120-minutes surgical delay reported. Patient status is unknown. Concomitant devices reported: unknown screw heads (part # unknown, lot # unknown, quantity unknown), unknown rod (part # unknown, lot # unknown, quantity 1); rod crimping pliers for uss implants (part # 388.490, lot # unknown, quantity 1); uss ii polyaxial rod introduction pliers for rods (part # 03.607.009, lot # unknown, quantity # 1); socket wrench t-handle (part# 388.143, lot # unknown, quantity 1) socket wrench l handle ( part # 388.584, lot # unknown,quantity of 1). This report is for one (1) 7.0 mm ti uss polyaxial screw 50mm thread length. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the review of the device history record could not be performed due to missing information - lot number is unknown. One uss-ii polyax pedicscrew was returned for investigation. Implant was forwarded to the manufacturing site and was checked for conformance to the specifications. Summary of the manufacturing investigation: the investigations performed did not identify any manufacturing defect or deficiency. The measurable features pertinent to the complaint description are conforming to specifications, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.